Event description:
A surgeon reports having a patient seeing a line in his vision following intraocular lens (iol) implant surgery. The surgeon also reports a small amount of posterior capsule opacification (pco) and believes this may be the cause of the problem. A small scratch in the mid periphery of the lens was noted, but the surgeon does not feel this is visually significant. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/13/2008, 08/27/2008, and 09/05/2008 by fax, mail and phone. A completed questionnaire has not been received.